Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump was alarming. The patient was transitioned to hospice and was no longer able to ambulate or travel to refill appointments. The hospice physician had transitioned the patient to orals and elected to not to continue using the pump. No diagnostics or troubleshooting was done. The patient¿s pump managing physician reported that the pump would be turned off. The issue was not resolved. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event. Information was received from a manufacturer's representative (rep). It was reported the cause of the alarm was an empty reservoir. No further complications were anticipated/reported.